Event description:
It was reported that during service and evaluation, it was determined that the colibri handpiece device trigger did not move smoothly. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had contact damage, component damage, the trigger did not move smoothly, insufficient/low power, dirty terminals, worn and deformed attachment connections, upper and lower triggers snagging, insufficient output and failed pre-test for general condition, check for sticky triggers and check power with the test bench. The assignable root cause for the additional malfunctions are due to component wear.